Event description:
(B)(4) the provider states the right rear wheel is dragging on the brake. She states the wheel is bent and looks crooked from order number (B)(4). She states the packaging was fine but the right rear wheels are deformed (B)(4)